Manufacturer narrative:
Alleged failure: tip of the scissors broke. Probable root cause: poor autoclave reliability shear pin failure in handle. (Proximal end of device) use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the tip of the scissors broke.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the scissors broke.